Event description:
On (B)(6) 2018, the decision was made to insert a femoral icy intravascular heat exchange catheter (coolguard catheter) into the pt. The line was inserted by micu team staff. After the catheter was placed, blood was noted in the orange "heat exchange" lines. The catheter was immediately exchanged for a new coolguard catheter. Upon discontinuation, a leak was found in the distal balloon. No blood was noted in the tubing of the new catheter and the coolguard was hooked up to the coolguard machine for the initiation of cooling at 0925. At 1000, while the nurse was in the room the coolguard machine alarmed. Upon assessment it was found that the 500 cc ns bag, used for priming the machine, had been infused into the pt. The lines were disconnected and coolguard machine turned off. Micu team was notified and the catheter was discontinued. Upon discontinuation a leak was found in the medial balloon. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.